Event description:
It was reported that the vns patient passed away on (B)(6) 2011. An ambulance took the patient to an unknown hospital for unknown reasons. The patient was admitted to the hospital where he received medication hourly for comfort until he passed. An autopsy is not believed to have been performed. The patient¿s death certificate cannot be obtained due to state regulations. The patient¿s neurologist is unable to provide any further information.

Event description:
Additional information was received from the funeral home where the patient was buried as well as the hospital where the patient passed. A copy of the discharge summary was received from the hospital where it was reported that the patient was admitted due to breakthrough seizures. The patient was given some IV valium for breakthrough seizures. He seemed to be somewhat uncomfortable, so he was given IV dilaudid for pain control and later switched to IV ativan for agitation. He developed a clinical picture that would have been consistent with aspiration pneumonia with increasing gurgley respirations and use of accessory muscles to help him with breathing. He was a dnr and was going to go on hospice care so an attempt was made to be able to give him his dilaudid and ativan via the g-tube, however, his respirations worsened. He was given a scopolamine patch to try and cut down on secretions as well as robitussim to thin the secretions but he continues to have thick mucus. The decision was made not to use antibiotics his epileptic specialist was contacted who indicated the patient was at endstage and that the hospital should continue only with comfort care. He subsequently died on day 2 of hospitalization. The patient¿s cause of death was aspiration pneumonia. The cause of death was also confirmed by the funeral home who had a copy of the death certificate. The funeral home indicated that the patient¿s device was removed prior to burial. The explanted device was discarded after removal.